Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("malpositioned essure / essure outside of uterus and fallopian tube") in a 45 year-old female patient who had essure inserted (lot no. 50502885) for female sterilisation. The patient had a medical history of cholecystitis, allergic rhinitis, abdominal bloating, sweating, right upper quadrant pain, paratubal cyst, leiomyoma, hand eczema, low back pain, chronic iron deficiency anemia, acute vaginitis, acid reflux (oesophageal), abdominal bloating, anxiety depression, mood swings, bleeding genital, parity 2, gravida ii, ovarian cyst, adenomyosis, abnormal uterine bleeding, heavy menstrual bleeding and pelvic pain. Previously administered products included: ciprofloxacin, dicyclomine co and hydroxyzine. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, bilateral ovarian cystotomy.). The reporter considered device dislocation to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per (B)(6) on (B)(6) 2010 as per (B)(6) : on (B)(6) 2010 as per (B)(6) - essure placement on (B)(6) 2011 left trailing coils 3 coils. Right trailing coils 3. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: hysterosalpingogram was performed in the usual manner. The uterine cavity appears normal. No contrast enters or spills from either fallopian tube. The right essure coil is completely within the right fallopian tube. The left essure coil is partially coiled within the uterus with the distal end of the coil occluding the left fallopian tube. The patient tolerated the procedure well with no immediate complications. Conclusion: bilateral essure coils occlude the fallopian tubes. The left essure coil is partially coiled within the uterus with the distal end occluding the left fallopian tube. [Pathology test] on (B)(6) 2023: gross description: the tan-purple, tortuous, fimbriated fallopian tube #1 with a 0.8 cm serous fluid filled para tubal cyst is 5.6 cm in length 0.8 cm in diameter. Sectioning reveals a central lumen. The tan-purple, tortuous fimbriated fallopian tube #2 is 4.8 cm in length and 0.6 cm in diameter. Sectioning reveals a central lumen [smear cervix] on (B)(6) 2012: ascus + hpv. [Ultrasound pelvis] on (B)(6) 2011: essure seen from lot boarders of uterus to adnexa¿s the most recent follow-up information incorporated above includes data received on: 13-oct-2023: mr received : "medical device removal updated to device dislocation" lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated,. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4793 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4793 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("malpositioned essure / essure outside of uterus and fallopian tube") in a 45 year-old female patient who had essure inserted (lot no. 50502885) for female sterilisation. The patient had a medical history of cholecystitis, allergic rhinitis, abdominal bloating, sweating, right upper quadrant pain, paratubal cyst, leiomyoma, hand eczema, low back pain, chronic iron deficiency anemia, acute vaginitis, acid reflux (oesophageal), abdominal bloating, anxiety depression, mood swings, bleeding genital, parity 2, gravida ii, ovarian cyst, adenomyosis, abnormal uterine bleeding, heavy menstrual bleeding and pelvic pain. Previously administered products included: ciprofloxacin, dicyclomine [dicycloverine] and hydroxyzine. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, bilateral ovarian cystotomy.). The reporter considered device dislocation to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2010; as per mr : (B)(6) 2010; as per mr - essure placement (B)(6) 2011; left trailing coils 3 coils. Right trailing coils 3. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: hysterosalpingogram was performed in the usual manner. The uterine cavity appears normal. No contrast enters or spills from either fallopian tube. The right essure coil is completely within the right fallopian tube. The left essure coil is partially coiled within the uterus with the distal end of the coil occluding the left fallopian tube. The patient tolerated the procedure well with no immediate complications. Conclusion: bilateral essure coils occlude the fallopian tubes. The left essure coil is partially coiled within the uterus with the distal end occluding the left fallopian tube. [Pathology test] on (B)(6) 2023: gross description: the tan-purple, tortuous, fimbriated fallopian tube #1 with a 0.8 cm serous fluid filled para tubal cyst is 5.6 cm in length 0.8 cm in diameter. Sectioning reveals a central lumen. The tan-purple, tortuous fimbriated fallopian tube #2 is 4.8 cm in length and 0.6 cm in diameter. Sectioning reveals a central lumen [smear cervix] on (B)(6) 2012: ascus + hpv. [Ultrasound pelvis] on (B)(6) 2011: essure seen from lot boarders of uterus to adnexa¿s batch no50502885 production date~2010-02expiration date2013-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.